Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in his left eye (os) in 2007. The patient reported he had two surgical procedures because of a detached retina. The surgeon was contacted and the surgeon indicated the patient had a retinal detachment in 2009 and a retinal tear two months later. The patient's treatment was as follows - pneumatic retinopexy was performed 2009; laser retinopexy was performed six days later and in two months. The patient's prognosis is very good. Patient's post-op bcva is 20/20.

Manufacturer narrative:
Lens work order search. Results - a lens work order search was performed and one similar complaint was found within the work order. Conclusions - no conclusion can be drawn: based on the complaint history and the work order search, a specific root cause of the event could not be determined.